Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Concomitant medical products: other relevant device(s) are: product ID: bi71000481, serial/lot #: (B)(4), UDI#: (B)(4). The manufacturer representative went to the site to test the imaging system. The uninterruptible power supply (ups) batteries were replaced. System settings were checked. System functions tested.  The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the uninterruptible power supply (ups) had a battery issue. When the system was unplugged from the power outlet the system doesn¿t stay on. Troubleshooting was done and the ups batteries were probably drained. The next step was to replace the batteries. No patient was present at the time of the event. Additional information was received stating that the mobile view station (mvs) powered off when unplugged.